Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6); implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 19-nov-2025, UDI#: (B)(4). H3. Analysis of the communicator found micro usb charge port is loose and rattling, passed bench test, and electrical failure (trs210003.2 vbus current default power). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for complex regional pain syndrome (crps) and spinal pain. It was reported that the patient's communicator had loose pieces rattling around on the inside. A request was sent for a replacement communicator. When asked for the event date, the patient stated that it was probably a couple months. The patient noted that, in regards to their managing healthcare provider, the patient mostly saw physician assistants (pa) and nurses.